Event description:
It was reported that the device arced.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: can you enter a complaint, issue RMA/pi# and send angie 2 x 250-070-460 as replacements? See notes below. There was no patient harm. The l tip was arcing and looks like sheath was compromised. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2) power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacturing date is unknown.

Event description:
It was reported that the device arced.